Manufacturer narrative:
(B)(4).

Event description:
Ous MDR. Bsx provided the following information: ra-lead conductor fracture. Abnormal impedance measurements > 2500 ohm and high pacing thresholds, loss of capture and pacing inhibition.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be opened should additional data become available.

Event description:
Ous MDR - boston scientific provided the following information. There was an ra lead conductor fracture. There were abnormal impedance measurements of greater than 2500 ohms, high pacing thresholds, loss of capture and pacing inhibition.